Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had fractured triggering an alert. The lead had high impedance, no capture, poor sensing, and oversensing of noise on the electrogram. The device was reprogrammed to turn detections off until the lead could be explanted and replaced. No patient complications have been reported as a result of this event.